Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had a hole in the screw button that caused liquid to leak out. The following information was provided by the initial reporter, translated from chinese to english: "during the use of the product, the user found a hole in the screw button and liquid leakage occurred."

Manufacturer narrative:
H.6. Investigation: bd received a q-syte closed luer access device from lot 0146019 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage to the top disk or q-syte body. The septum was then inspected and a column tear was found indicating a possible leakage. A video of the unit leaking was also provided. Therefore, based off the observed column tear and video provided the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had a hole in the screw button that caused liquid to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the use of the product, the user found a hole in the screw button and liquid leakage occurred."